Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown and seroma-late.

Event description:
Healthcare professional reported right side "radial folds", "peri-implant fluid" and "capsular retraction." The device remains implanted.

Event description:
Healthcare professional reported, a baker grade IV for the capsular contracture. The device has been replaced.